Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that the cvc did not work during a dialysis procedure and they had to replace it. This has provoked problems to the pt because of the substitution.